Event description:
The customer reported having hard time with reviewing the basal rates and the device kept timing out. Offered to get a trainer out to assist them with troubleshooting. The customer is on manual injection at the time of call. Advised to continue on manual injections. The customer also passed out and was hospitalized for low bgs. Later the customer called back and stated that the trainer came out and assisted with testing the pump. It was mentioned that the settings were gone on the pump. A replacement pump was requested.